Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/15/2020. A manufacturing record evaluation was performed for the finished device batch php138, eh7674h55 and no non-conformances were identified. Additional information was requested and the following was obtained: no other information is available regarding this complaint.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2020. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What type of catheter is being referenced? The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Did the knots untie/ loosen during the procedure? Did the knots untie after the procedure (during repair of bandage)? Can you explain ¿the nodes tightened during bandage¿? What medical intervention was performed? Results? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to fixate the catheter on the skin surface. The suture knots on venous and arterial pass catheter loosened regularly. The nodes was tightened during repair of bandage regularly. There were no adverse patient consequences reported. Additional information has been requested.